Event description:
It was identified that the customer¿s basal programming was unknown. Customer had high blood glucose. The blood glucose was 119 mg/dl. Customer also reported pump error alarms. Customer was able to clear the alrms and rewind the insulin pump. Self test was performed and it passed. Customer was that they had no basal programmed. The device will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.